Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a standard cardiac resynchronization therapy defibrillator (crt-d) changeout procedure there were difficulties experienced with loosing setscrews. Subsequently the patient underwent an additional procedure in which the setscrews were drilled out. There was no damage reported against the leads and they remain in-service. The physician requested to keep the device to educate other physicians on drilling techniques. No further adverse patient effects were reported besides the additional procedure to resolve stuck setscrew issue.